Event description:
Reportable based on device analysis completed (B)(6) 2013. It was reported that during preparation for a peripheral coiling procedure, a difficulty insertion of coil occurred. The target lesion was located in the iliac artery. A f-idc 2d 4mmx8cm-36-152 detachable coil was prepared to be mounted on a renegade 2.5f microcatheter. When the delivery wire was pushed the coil was not properly mounted on the microcatheter and could not be advanced into the microcatheter. The coil and sheath was removed and procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, device analysis revealed that the pusher wire was broken.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Visual inspection of the device revealed the introducer sheath, pusher wire and coil were returned. The coil and pusher wire were returned inside the introducer sheath. Interlocking arms of coil and pusher wire were interlocked inside introducer sheath with twist lock fully opened. The pusher wire had several bends present. The main coil had been moved proximally back through the introducer sheath and approximately 45.5cm of the distal end of the introducer sheath was empty. The pusher wire and main coil were removed by gently retracting the pusher wire from the proximal end of the introducer sheath. Some resistance was met but the wire and coil were removed from proximal end of introducer sheath. The pusher wire coil was extremely stretched and the core wire inside the winds of the pusher wire coil had broken. The dimensions that could be measured were found to be in specification. The main coil was noted to be extremely stretched at proximal end of coil. The introducer sheath was inspected and a kink was noted approximately 15cm from distal tip. Microscopic inspection revealed the zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no damage; however, the main coil was extremely stretched at proximal end. The interlocking arm of the pusherwire ss coil was inspected and no damage was noted. The coil dimensions that were measured were within specification. There were 29 fiber bundles present on main coil. There was a stretched section of 10.8mm between the last 2 fiber bundles present on the coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).